Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 452 mg/dl. The customer's treatment was unknown since customer declined troubleshooting for the high reading. Customer stated that they knew their blood glucose was high because they were off the pump for a while. Customer also reported a stripped battery cap and was advised that a replacement battery cap will be sent. The product was not returned for analysis.